Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was ordered IV amiodarone maintenance infusion, first bag hung up at 18:31and it was programmed to infuse at 1 mg/min (33.33 ml/hr) with a total volume of 200 ml. At 21:11, the IV pump alarmed and indicating the bag was empty. However, during the bag change, rn noted that the bag was completely empty sooner than expected and should have had remaining volume at that time causing an over infusion issue.